Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient had pain down the leg on all programs. Impedance of >4000 was found on the entire lead electrode pairings: 0 & 1, 0 & 2, 0 & 3, 1 & 2, 1 & 3, 2 & 3 all showed >4000 ohms. Also noted: c & 0 1122, c & 1 1122, c & 2 1087, c & 3 1122 ohms. Troubleshooting included changing programs and pulse width and rate but discomfort/stimulation persisted down the leg. The issue was not yet resolved and the rep planned to follow up for more information. Patient was alive with no injury at the time of report.

Event description:
Patient repeated information that was previous reported and documented. Patient said since implant they have been feeling stimulation going down left leg. Patient has had reprogramming session with the representative in nj and that didn't resolve the issue. Patient said that it is okay as she has good symptom control and has learned to live with it. Patient said she also had reprogramming session with local representative since relocating back to puerto rico and still no change in the sensation in her leg.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the rep saw the patient on (B)(6) 2017 for a reprogramming session. They felt the stimulation down their leg and had an impedance reading on 0 and 1, 0 and 2, 0 and 3, and 1 and 3 at an amplitude of 1.0 and pulse width of 210. The impedance cleared at 1.4 and 210. The physician was, likely, going to schedule a lead revision due to those factors. The patient's device was off to obtain a new baseline at the physician's request.